Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/11/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of a tecnis toric intraocular lens (iol), model zct400 17.0 diopter, was performed due to refractive error. No additional information was provided.

Manufacturer narrative:
(B)(6). If implanted, give date: (B)(6) 2017. (B)(6). Here was an unexplained refractive error. There were no complications such as an incision enlargement, vitrectomy, or capsule tear when removing the lens. The patient was doing well when discharged. The lens was replaced with a lens of different model and diopter. All pertinent information available to abbott medical optics has been submitted.